Manufacturer narrative:
Ge healthcareâ's (gehc) investigation has been completed and the root cause could not be determined. The gehcâ's field engineer completed a review of the device and system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.

Event description:
The hospital reported a patient was connected to an aisys cs2 and ventilated with a laryngeal mask when the patient began to desaturate. The patient was changed to manual ventilation, but it was reported that there was no flow in the breathing circuit. The patient allegedly desaturated to below 50. The laryngeal mask was replaced with an oropharyngeal airway and mask, but ventilation was still not successful. The patient was successfully ventilated when they were switched to an ambu bag. The patient was reconnected to the anesthesia machine and case completed. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.